Manufacturer narrative:
Initial and final MDR (B)(4)-device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient had infusion set issue event on 22-feb-2026.the patient was unable to insert the device into their body. No further information available.